Manufacturer narrative:
No visual damages were presented on the returned device. Fire testing was not conducted because trigger was jammed. Device was disassembled to perform a deep inspection and straps were found inside cannula shaft. One plastic post from the sled was found broken which causes latch was out of position that is why the internal cannula components were not sliding properly. In addition, the ratchet pawl was found excessive wear and tear.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic bilateral inguinal hernia repair and absorbable straps were used. The white tip of the device began to rise after two shots and was unable to be used. The procedure was completed using a like device with no adverse patient consequences. No additional information was provided at this time.